Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify backlight anomaly, no delivery alarm and motor error alarm due to buttons not responding. Pump received with partial broken reservoir tube lip. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm, no delivery alarm and cracked around the reservoir casing. Customer stated that the reservoir was lock in place when inserted into insulin pump. Customer also stated that back light did not work. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.